Manufacturer narrative:
(B)(4).

Event description:
It was reported by the medical doctor in the interventional radiology dept. That during an intra-aortic balloon (iab) insertion the doctor felt resistance. The medical doctor could not proceed with the procedure. The medical doctor was performing the procedure according to IFU. As a result, the md removed the device and replaced it with a new set successfully. There was no delay/interruption in therapy. No patient complications and no reported patient death or serious injury.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of insertion difficulty is confirmed. Upon visual inspection, numerous kinks were noted to the central lumen. Upon inserting a guidewire, resistance was experienced at the locations of the kinks. The root cause of the kinks is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the medical doctor in the interventional radiology dept. That during an intra-aortic balloon (iab) insertion the doctor felt resistance. The md could not proceed with the procedure. The md was performing the procedure according to IFU. As a result, the md removed the device and replaced it with a new set successfully. There was no delay/interruption in therapy. No patient complications and no reported patient death or serious injury.